Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the device was evaluated after the stent was deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The absolute pro instruction for use warns: ¿should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components." The investigation was unable to determine a cause for the reported deployment difficulty. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing difficulty deploying the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right proximal superficial femoral artery. The absolute pro vascular stent was difficult to deploy and took over one minute. There was no reported resistance to the lesion or difficulty with any device components. The stent was successfully deployed using force with no adverse patient effects or clinically significant delay. No additional information was provided.